Event description:
The core saber drill was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message which signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The cable assembly, coil, and motor end were replaced due to the bias current message and the device was returned to the user facility.